Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a cybersecurity update for their implantable cardioverter defibrillator. During the update, the device went into backup mode. The device was restored, and the patient was in stable condition throughout.